Event description:
Boston scientific received information that this product was part of a system revision due to infection. Also, it was indicated that this cardiac resynchronization therapy pacemaker (crt-p) was kept connected and left open for a few days after it was taken out of the patient's body. The device was subsequently explanted. No additional adverse effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.